Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did not receive the actual lead for analysis, however, we did receive device data and have analyzed the data. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing and the impedance is normal. The device remains in use. No further patient complications have been reported as a result of this event.